Manufacturer narrative:
Unit received motor error alarms during rewind and e-70 alarms confirmed in history file due to corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm during rewind. The customer also confirmed a motor position encoder error alarm. Blood glucose level at the time of the incident was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.